Event description:
Caller reported a malfunction on the pump. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller with the process; the malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue occurred again.